Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device via a 6fr sheath, after an angioplasty interventional procedure. Reportedly, when the plunger was removed, the suture did not come out and the knot was loose. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4); use after expiration. Evaluation summary: visual and functional inspections were performed on the returned device. The reported needle to cuff miss and loose knot was confirmed. Analysis of the returned device also found a cuff tab detachment. Cuff tabs measure one one-hundredth of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Review of the labels attached to the device history record for this lot was conducted and indicated use post expiration. The proglide instructions for use, in the graphical symbols for medical device labeling section, indicates the use by symbol which is the next to the expiration date. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.